Event description:
It was reported that pacemaker system exhibited a signal artifact monitor (sam) episode due to noise and oversensing of the minute ventilation (mv) sensor on this right atrial (ra) lead. As a result, the pacemaker device automatically switched the mv sensor monitoring vector. The following day, there was a high out of range pace impedance measurement greater than 3000 ohms on the ra lead, which triggered a lead safety switch (lss). The lss resulted in the ra lead being automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. The patient was subsequently brought into the clinic a week later. During testing in the clinic, noise and high out of range pace impedance measurements greater than 3000 ohms were able to be reproduced on the ra lead in the bipolar configuration. In addition, there was no ra lead capture observed at maximum pacing output. The ra lead unipolar configuration was noted to work fine with appropriate pace impedance, threshold and sensing. It was indicated that the healthcare provider thinks that the ra lead may be fractured. The patient does not recall anything that could have caused a fracture. The plan is to leave the ra lead in the unipolar configuration for approximately one month and the physician will schedule a ra lead extraction and replacement procedure. It was noted that a chest x-ray will be performed before the procedure. The ra lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.